Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the customer facility to investigate but no malfunction was reproduced. The unit was requested for further investigation and the issue could be reproduced. The connector between the motor control board and the computer board was found to be damaged. The reported malfunction was caused by an intermittent can connection due to a damaged connector.

Event description:
Livanova received a report stating that, while using a centrifugal pump in the venous position for a kinetic assisted venous drainage, the measured negative pressure in the system was fluctuating widely and the rpms to achieve the target negative pressure were higher than usual according to the customer. The issue occurred during procedure. There was no report of patient injury.